Manufacturer narrative:
The device history record (DHR) of the product involved in this incident cannot be possible since the product lot number was not provided. The cusa excel 36 khz tubing was returned for evaluation: failure analysis - a visual examination was performed on the returned unit, marks, soil and an open cut was observed in the tubing. All seems to be consistent with the defects caused when the tube is pinched under compression. Based on the inspection results, the complaint is considered confirmed. Root cause - the damaged tubing is the blue striped irrigation portion of the cusa excel tubing set which is placed inside the irrigation pump (a peristaltic pump) of the cusa excel console during the setup process. Based on the marks and the open cut found in the irrigation tube, it could be determined that the most probable cause for the tube damage is that it was pinched in the irrigation pump during product set up process by the user because it was not centered between the v-shaped tubing retainers.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that at the end of an unspecified procedure on (B)(6) 2020, the irrigation tube of the c3601 cusa excel 36khz tubing set was torn and saline leaked. The body was cleansed carefully as the saline might have been into the surgical field. The procedure was completed as is using the same tube. The torn part was brown in color. It was unknown whether there was a surgical delay. No adverse consequence to the patient was observed. No further information was provided by the hospital.

Event description:
N/a.

Manufacturer narrative:
Additional information: the device was not returned for evaluation therefore, failure analysis and determination of root cause was not possible. The device history record (DHR) of the product involved in this incident cannot be possible since the product lot number was not provided. The reported complaint was unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.